Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 478 mg/dl. Customer did not stated any symptoms and treatment related to high blood glucose. It was unknown if the auto mode feature was active or not at the time of incident. Customer stated that the metal piece of the battery cap came off and there was crack on the insulin pump. Customer stated that the insulin pump was not turning on. The type of damage was crack and the location was battery compartment. No further patient complications were reported. Troubleshooting was not performed, the customer will discontinue the use of device.

Manufacturer narrative:
Retainer ring=black on (B)(6) 2022 customer called in with the following concern: customer reporting the metal piece on the battery cap came off and there is a crack on the pump. Device will not turn on. P-cap locked in place properly during testing. Device powered up properly after battery installation. Device was successfully downloaded using (thus software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Device passed the sleep and active measurement test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. During download review no relevant alarms confirm in download history files to confirm complain code. Device was received with missing battery cap metal contact. Proceeded by cutting device open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection no moisture damage or anomalies noted during visual inspection. Device also received with cracked case (battery tube) and cracked battery tube threads. In conclusion, customer concerns are not confirmed. No relevant alarms noted in download history review and testing of the device was successful. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated h9: 2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.